Manufacturer narrative:
Review of the images by aga's medical consultant resulted in the following findings: the echocardiogram demonstrated an evaluation of the asd. The superior rim was good, the av valve, svc and ivc rims were adequate but thin (especially the ivc rim). The aortic rim was absent in some views and the posterior rim was thin, but was not evaluated completely. The angiograms demonstrated balloon sizing with gradual balloon inflation and the balloon seemed to move back and forth during inflation. On echocardiogram, there was still a significant shunt seen around the defect during balloon sizing. Proper balloon sizing images were not recorded on the images provided. The 32mm aso was deployed in the defect; however, this was only captured on angiogram. The push-pull maneuver was performed on angiogram and the right atrial (ra) disc was pushed into the left atrium (la) during the long and vigorous maneuver. When the aso was released from the cable, it immediately embolized to the la. It appeared that both discs were in the la when the device was released. According to aga's medical consultant, the 32mm aso embolized due to completion of sizing before stop-flow was achieved and a vigorous push-pull test. An immediate device embolization to the la is indicative of improper placement and/or an undersized device.

Event description:
To summarize this event, the 32mm amplatzer septal occluder was implanted in an atrial septal defect and embolized immediately after implant. Interventional recovery was unsuccessful, so the patient was referred for surgery to retrieve the device from the left atrium.the patient was reported to be doing fine.